Event description:
Procedure performed: cholecystecomy event description: normal use. Removing the gallbladder the system blocked. During cleaning of the cd001 (for returning) there was a little piece loose, they put it also in the packaging but this was not the reason of this complaint. Intervention: new cd001 patient status: ok.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.